Event description:
Customer reported that a malfunction occurred on the pump, displaying a malfunction code which was resettable. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump and advised to continue using it, with instructions to report back if the malfunction code reoccurred. Customer acknowledged and understood the guidance provided.